Event description:
It was reported that the user received a steroid injection earlier in the day, then experienced a high glucose alert on the ilet and performed a full supply change; a concurrent fingerstick measured 419 mg/dl, and the user was instructed not to meal announce and to allow the algorithm to deliver correction after the change. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing monitoring by the user. Investigation included customer interview and troubleshooting with education regarding post¿supply change algorithmic corrections for hyperglycemia. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia plausibly related to exogenous steroid effects and managed through standard ilet corrective delivery after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.